Event description:
Boston scientific received info that this right atrial lead had been exhibiting noise, inappropriate mode switching and increased pacing thresholds. The pacing thresholds were reported at 2.1 volts at 1.5 milliseconds. It was suspected that there was an insulation break. This pt underwent a revision procedure and this product was explanted and replaced. No further adverse pt effects have been reported.